Event description:
On december 3, 2009 the facility's technician reported to baxter global technical services that on (B) (6) 2009 one colleague cxe volumetric infusion pump in which failure code 810:11 occurred during set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
Evaluation summary:the reported condition of failure code 810:11was confirmed due to the air-in-line printed circuit board being out of range. The air-in-line printed circuit board was calibrated and verified. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)